Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3503 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3503 days after essure insertion, she underwent medical device removal (seriousness criterion medically important) by surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal"), embedded device ("essure device embedded within myometrium") and device expulsion ("essure device embedded within myometrium") in a 52 year-old female patient who had essure inserted (lot no. B30420) for female sterilisation. The patient had a medical history of multi gravida, parity 2, uterus enlarged, uterine fibroids, heavy menstrual bleeding and pelvic pain in 2023 and obesity. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion medically important) and device expulsion (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, pelvic exam under anesthesia). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, embedded device and medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.731 kg/sqm. [Pathology test] on (B)(6) 2023: clinical information: pelvic pain, enlarged uterus specimens. A uterus w/tubes and ovaries, bilateral, uterus, cervix, bilateral tubes and ovaries final diagnosis: uterus, cervix, bilateral tubes and ovaries, excision: cervix: chronic cervicitis and nabothian cysts. Endometrium: weakly proliferative endometrium. Myometrium: extensive adenomyosis. Ovaries: epithelial inclusion cyst. Fallopian tubes: no significant histopathological abnormality. Essure device (gross only). Mesothelium lined cyst. No evidence of malignancy. Gross description: the external cortical surface is pink to yellow-tan and slightly convoluted. Sectioning reveals a tan glistening medulla with subcortical smooth-walied cysts measuring up to 1.5 cm and containing strawcolored serous fluid and dark red thick material. No papillary excrescences are identified. Also received is a 1.7 cm in greatest diameter tan smooth thin walled clear fluid-filled cyst and a coiled and partially coiled silver metallic threadlike components consistent with essure device embedded within the myometrium measuring 1.5 and 4.2 cm in length and less than 0.1 cm in diameter. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure device embedded within myometrium". The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information, medical history, lab data, indication, lot no., non drug treatment added, event "essure device embedded within myometrium" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal"), embedded device ("essure device embedded within myometrium") and device expulsion ("essure device embedded within myometrium") in a 52 year-old female patient who had essure inserted (lot no. B30420) for female sterilisation. The patient had a medical history of multi gravida, parity 2, uterus enlarged, uterine fibroids, heavy menstrual bleeding and pelvic pain in (B)(6)2023 and obesity. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion medically important) and device expulsion (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy,pelvic exam under anesthesia). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, embedded device and medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.731 kg/sqm. [Pathology test] on 20-feb-2023: clinical information. Pelvic pain, enlarged uterus. Specimens. A uterus w/tubes and ovaries, bilateral, uterus, cervix, bilateral tubes and ovaries final diagnosis. Uterus, cervix, bilateral tubes and ovaries, excision: - cervix: chronic cervicitis and nabothian cysts. - endometrium: weakly proliferative endometrium. - myometrium: extensive adenomyosis. - ovaries: epithelial inclusion cyst. Fallopian tubes: no significant histopathological abnormality. - essure device (gross only). - mesothelium lined cyst. No evidence of malignancy. Gross description: the external cortical surface is pink to yellow-tan and slightly convoluted. Sectioning reveals a tan glistening medulla with subcortical smooth-walied cysts measuring up to 1.5 cm and containing strawcolored serous fluid and dark red thick material. No papillary excrescences are identified. Also received is a 1.7 cm in greatest diameter tan smooth thin walled clear fluid-filled cyst and a coiled and partially coiled silver metallic threadlike components consistent with essure device embedded within the myometrium measuring 1.5 and 4.2 cm in length and less than 0.1 cm in diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure device embedded within myometrium" lot number: b30420 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.